Manufacturer narrative:
Medwatch field d4 expiration date was updated. The calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace had multiple sample short, sample clot, and sample foam alarms. The analysis of the sample foam detection (sfd) camera image of the initial patient sample showed white particulate matter and bubbles/foam in the repeat patient sample. A general reagent problem was not present because the qcs before the event were within the specified ranges; isolated non-reproducible results also do not represent a general malfunction of the assay. The investigation determined the event was consistent with a sample quality issue (abnormalities based on images from the sfd camera). The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable elecsys tnt hs (tnths) stat result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2024 : the initial result of the initial patient sample was 16.9 ng/l (>14 ng/l) with a data flag. The first repeat result of the initial patient sample was 3.90 ng/l (4 ng/l). The initial result of the repeat patient sample was 4.09 ng/l. The repeat result of the repeat patient sample was 3.44 ng/l. On (B)(6) 2024 : the second repeat result of the initial patient sample was 3 ng/l.

Manufacturer narrative:
The serial number of the customer's- cobas e 801 analytical unit is (B)(6). The investigation is ongoing.